Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f317 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f317 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report the centrifuge bowl broke during the treatment procedure. Customer stated they noticed a lot of air going into the centrifuge bowl. Customer stated there were no alarms received during the procedure. The procedure was performed in single needle mode and 300 ml of whole blood was processed at the time of the break. Customer stated the patient was stable and no blood was returned to the patient. The customer has returned photographs for investigation.

Manufacturer narrative:
Analysis of the customer provided photograph verified the reported cellex kit centrifuge bowl break. Further review of the customer photograph determined the instrument's leak detector strip was damaged. A damaged leak detector strip is an indicator that the kit drive tube had broken during the treatment and struck the inside wall of the centrifuge chamber. Based on the evidence illustrated in the customer photograph, the likely root cause of the centrifuge bowl break was a drive tube that had broken during the treatment. However, a definitive root cause for the reported centrifuge bowl break could not be determined based on evaluation of the customer complaint description, customer provided photograph, and complaint trending. No further action is required at this time. The investigation is now complete.